Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices relative to a diagnostic procedure. Reportedly, the proglide device was pulled for final closure and the thread [suture] snapped with five proglide devices. Surgical intervention with local anesthesia was performed to achieve hemostasis. There was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial reports additional clarification was received: it was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices relative to a diagnostic procedure. Reportedly, the proglide device was pulled for final closure and the thread [suture] snapped with six proglide devices. Surgical intervention with local anesthesia was performed to achieve hemostasis. There was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: address and phone number.